Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the physician was attempting to place the guide catheter and balloon catheter into the coronary sinus, a dissection occurred. A left ventricular (lv) lead was not placed and the patient will be evaluated at a later date for a possible epicardial lead. No further patient complications have been reported as a result of this event.